Manufacturer narrative:
It was reported that, the listed devices were cracked or broken. As this was noticed upon field inspection, there was not patient involvement. The device trial femoral head 32 s/+0, intended for use in treatment, was not returned for investigation, but batch number was communicated. A product evaluation could therefore not be performed. Without the return of the device, the relationship between the reported event and the device cannot be confirmed. A review of the production documentation did not reveal any deviation from the standard operating procedure. No additional complaint for the batch in scope was reported so far. There is no indication that the reported device failed to meet manufacturing specifications upon release for distribution. Normal wear and tear through repeated use is known to contribute to the reported event. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all devices must be inspected and controlled for proper functioning after cleaning/disinfection. Smith and nephew will continue to monitor the device for similar issues. Apart from that, no further actions are deemed necessary at the time. This investigation is considered closed. The complaint will be reopened should the device be received.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that, the listed devices were cracked or broken. As this was noticed upon field inspection, there was not patient involvement.